Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1fk41, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had some swelling near the site of the lead entry over s3. A CT scan was ordered at the advice of radiology with results that ¿didn¿t show much¿. The radiologist suggested the swelling was part of the scarring process. The physician was going to treat the patient with antibiotics and monitor the swelling. It was also noted that no electronic troubleshooting was necessary as the issue was the swelling. The issue was not resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.